Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer declined to perform troubleshooting for the air bubbles. A supply change was performed to address the occlusion and air bubbles and insulin delivery was resumed. Customer's blood glucose level range from 260 mg/dl to 300 mg/dl.